Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided; therefore, a through medical investigation could not be performed. However, per clinical report forms (crf), the patient experienced a pulmonary embolism (sae#2) following a surgical procedure for a sbo (sae#1) approximately 6 weeks post left tka. Based on the crf, the device and/or procedure could not be ruled out as a possible contributing factor to the pe. The pulmonary embolus event was reportedly resolved after remedial therapy and hospitalization. No further patient impact is anticipated and no further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient was hospitalized due to pulmonary embolism. And treated with an unknown remedial therapy.